Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed. The cause was due to a use error resulting in air being sucked into the disposable because the supply bag came disconnected from the supply line. The patient stated that she did not tighten the connection all the way on the solution bag, so that is why she got the alarm. There was no allegation of product malfunction reported by the customer; therefore, the sample was not requested for evaluation. A label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in the set) during dwell 1 on the home choice (hc). The technical services representative (tsr) instructed the home patient (hp) to cycle the power. The tsr advised the hp to disconnect and restart the setup with all new supplies. Product surveillance contacted the hp on (B)(6) 2011 regarding the system error 2240 alarm. The hp stated that she did not tighten the connection all the way on the solution bag. The hp resumed therapy starting over with new supplies and contacted her nurse a few days later regarding the alarm. There was patient involvement. No patient injury or medical intervention was reported.